Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a tear on the cystic artery. A new device was used to clip the area. The surgeon was not certain of what caused the tear. No other details of the event were provided. The patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a hematoma and a fistula resulting in a decision to explant the device. The device was explanted on (B)(6), 2010. The patient was reimplanted with a device from another manufacturer.